Event description:
It was reported that stent damage occurred. A 24mm x 2.25mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, a part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis without the manifold hub. A visual and tactile examination found a break in the outer/inner shaft 135mm proximal from the distal tip edge. The shaft appears to have broke due to the application of excessive tensile force which may have initially stretched the shaft and then resulted in the shaft breaking. A visual examination of the crimped stent found that almost the entire stent profile was damaged with stent struts stretched at the stent mid-section and overlapping and bunched together at the proximal end. The distal end of the crimped stent received no damage. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24mm x 2.25mm promus premier drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, a part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).